Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event. Additionally, during fill tubing with the new supplies, no insulin was seen existing the cartridge tubing. Blood glucose was 259 mg/dl. Reportedly, the cartridge was changed to address the event.